Manufacturer narrative:
Additional information: this report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. D10 ¿ product received on: 23dec2019. Investigation ¿ evaluation. Christchurch hospital informed cook of an incident involving an ultrathane mac-loc locking loop multipurpose drainage catheter. The device¿s suture was found in two parts, during the procedure. Further communication with the user facility clarified that the suture was not broken before patient contact. No adverse effects were reported. A review of the complaint history, device history record, drawing, instructions for use (IFU), quality control, specifications of the device, and a visual inspection, were conducted during the investigation. The complainant returned one catheter and suture string fragment to cook for investigation. Physical examination of the returned device showed the suture separated at the catheter distal pigtail loop. No visible biomatter was noted on either component. As there is no suspected manufacturing deficiency, no dimensional analysis was completed. Additionally, a document based investigation evaluation was performed. The risks associated with these devices are acceptable when weighed against the benefits. Sufficient inspection activities are in place to identify this failure mode prior to distribution. The device history record (DHR) for the complaint lot and relevant raw material lots revealed no reported nonconformances relevant to the reported failure mode. A database search revealed no other complaints have been reported for the device lot. There is no evidence the device was not manufactured to specification, or that there are nonconforming devices in house or out in the field. The product instructions for use (IFU) provides the following information to the user related to the reported failure mode: precautions: ¿when inserting a stiffening cannula into a catheter with retention suture, hold suture during cannula insertion to avoid bunching or tangling of suture. Traction on the locking suture, if present, should be sufficient to ensure adequate retention of the tip, but should not be overly tight. Verify catheter tip configuration by fluoroscopy.¿ how supplied: ¿supplied sterilized by ethylene oxide gas in peel-open package. Intended for one-time use. Sterile if package is unopened or undamaged. Do not use the product if there is doubt as to whether the product is sterile. Store in a dark, dry, cool place. Avoid extended exposure to light. Upon removal from package, inspect the product to ensure no damage has occurred.¿. Based on the information provided, inspection of returned product and the results of the investigation, it was concluded a component failure without a manufacturing or design deficiency contributed to the failure mode. A CAPA is currently open to investigate this issue. The appropriate personnel have been notified. Per the quality engineering risk assessment no further action is required. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Occupation: acting charge nurse manager. PMA/510(k) #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported that a male patient required placement of a ultrathane mac-loc locking loop multipurpose drainage catheter. The drain was utilized in the abdominal region for a collection of abdominal fluid. The operator reported the "sting was in two parts" and "there was no pulling on the string to cause it to snap." As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.